Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2013 to report that the receiver displayed a firmware error on (B)(6) 2013. They did not report injury or medical intervention. "The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver log was reviewed and screen error alarms and firmware errors were observed. The reported event of a firmware error was confirmed. A root cause could not be determined. The dexcom g4(tm) platinum continuous glucose monitoring system (B)(4) receiver error code notes the following: this screen shows an error code that means the receiver may not be working properly. Write down the error code and contact dexcom technical support. Continue to check your blood glucose value using your blood glucose meter. No alert sound or vibration will warn you that you are no longer getting sensor glucose readings."